Event description:
It was reported that a legacy pump was alarming no disposable clamp tubing. Backup pump would not prime with same cassette. Troubleshooting attempted with initial pump was unsuccessful. Husband able to mix new cassette within 1 hour of patient off patient denies symptoms. Alarm resolved with new cassette. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.